Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire marker appeared inaccurate. An iq marker wire 185cm straight tip guide wire had been advanced to an unspecified location within the left anterior descending (lad) artery. The physician was expecting to be able to see "20mm + 15mm gap + 5mm + 15mm gap + 5mm on the distal part of wire". Instead, the physician noticed that the marker was "everywhere on the wire". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".